Event description:
It was reported that the patient received a shock while walking and the patient was transported to the hospital by ambulance. Upon interrogation it was noted that the shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) was due to t-wave oversensing from a high rate. The patient was brought in for a scheduled follow-up over a week later where another inappropriate shock was noted to have been stored. An exercise test was performed and the polarity was reprogrammed from primary to secondary and no t-wave oversensing was observed. The s-ICD remains in service and no adverse patient effects were reported.